Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drug could not be added to the formulary. A technical support specialist (tss) found that the add facility non-med items only setting was enabled for the facility, which caused the non-med checkbox to be selected by default. The tss provided clarification on the implications of adding a medication to the facility formulary as a non-med item and shared the proper workflow to follow when adding medications to the system. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drug unable to add to the formulary. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drug unable to add to the formulary. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.